Event description:
It was reported there was a fixation problem with the lead and that the physician had a difficult time positioning during the implant procedure. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood observed in/on helix mechanism; full lead analyzed.